Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found one haptic bent and there was residue on lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter, into the cartridge and the lens was damaged. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.